Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implant date: (B)(6) years ago.

Event description:
Patient has been indicated for revision (B)(6) years post-implantation due to an unknown reason. No revision has been reported to date.